Event description:
Over two years later, the ICD was returned to boston scientific for laboratory analysis even though initial reports from the field indicated that the device had been buried with the patient. There have been no reports of the patient being exhumed. The device was most likely explanted prior to the patient's burial.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was found unconscious on the floor by his spouse. An ambulance was called and the patient was disoriented when he regained consciousness. He was taken to the emergency room and monitored for two hours. The electrocardiogram (ECG) was normal. The patient does not recall if he received a shock and the hospital was unable to interrogate the device. The patient was then discharged. The patient was then found dead by his wife three hours later. His spouse recalls the patient flailing in bed, but she did not investigate further. There are currently no reported allegations against the functionality of the device or that it caused or contributed to this patient's death. Additional information was provided that the reason the hospital was unable to interrogate the device is because it is a small hospital with no programmers or device clinic. At a later date, information was received that further investigation into this case revealed that the ICD may have been involved in the patient's death. It is suspected that the patient experienced a terminal ventricular arrhythmia with unsuccessful defibrillation by the device. The device was buried with the patient and it is not available for laboratory analysis or to perform a memory download in order to investigate if the patient experienced any arrhythmias prior to his death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry operations were normal and a memory download was successfully performed without issue. A review of the memory noted that the device had remained in monitor + therapy mode since the patient¿s death in 2011. There were several shocks delivered into open conditions in the 2.2 years following the patient¿s death along with other episodes recorded. As a result, all the episodes at or around the date of the patient¿s death have been overwritten. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the device met all specifications during testing.